Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an under infusion of antibiotics that was observed after one hour as a quarter of the liquid remained in the bag. The event occurred during delivery at the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: a1: patient identifier from none to unknown. A2, a3, a4, a5 and a6: na to ni. B5: it was reported that a spectrum iq pump had an under infusion of antibiotics that was observed after one hour as a quarter of the liquid remained in the bag. The event occurred during delivery at the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available. B6 and b7: na to ni. D10: na to ni. F10/h6: health effect - impact codes needs to go from f26 to f27. This report is a duplicate of manufacturer report number 1314492-2022-02126. All information can be found under that manufacturer report number 1314492-2022-02126. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an under infusion of antibiotics that was observed after one hour as a quarter of the liquid remained in the bag. The event occurred during delivery at the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.